Event description:
Boston scientific received information that this right ventricular lead displayed shock impedance measurements of less than 20 ohms. Subsequent information from the local field representative indicated that the patient was brought into clinic for follow up. The lead was tested in single and dual coil configurations producing similar measurements. The physician indicated that the patient will continue to be monitored via latitude. No adverse patient effects were reported. The lead remains in service. .

Manufacturer narrative:
As of today, no further information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This device was later explanted due to routine change out. No adverse patient effects were reported.